Manufacturer narrative:
The following fields were updated due to additional information: b.5. Describe event or problem: it was reported that neutraclear¿ with protection cap was defective and had blood backflow. The following information was provided by the initial reporter: from department b5 there have been several signals of dissatisfaction with the neutraclear. We have also received several vim reports about this. The complaint is in particular that the rubber gets stuck when the luer lock syringe is disconnected. This causes blood to aspirate into the line, resulting in the risk of occlusion of the line. This also results in the cap having to be replaced, which is an extra operation, costs money and is extra manipulation of the line, resulting in extra risk of a line infection. We don't know about all cases, but a number of times it is known that the cap was placed less than a week ago. All this leads us to the conclusion that we do not want to work with this cap anymore. For now, we have reduced the use of this to only using the neutraclear on pick lines, because the current pick lines would require a cap with a positive or neutral pressure. For the cvk and vit we are back to the old way of working: applying a q-syte. We started taking stock of what else is on the market. For example, the umcu uses the microclave, which the umcu staff is positive about. It is a bionecteur with a neutral pressure, just like the neutraclear. D.1. Medical device brand name: neutraclear with protection cap. D.2. Common device name: intravascular administration set. D.3. Medical device manufacturer: sistemas medicos alaris, s.a. De c.v. (Tijuana). D.4. Medical device catalog#: el201. D.4. Medical device lot#: 19l17-t. D.4. Unique identifier (UDI) #: (B)(4). G.1. Manufacturing location: sistemas medicos alaris, s.a. De c.v. (Tijuana). H.6. Investigation: two el201 samples from lot 19l17-t were received without packaging for investigation; residual fluid and blood was visible on the devices. The neutraclear pistons were noted to be in the closed position following a visual inspection of each valve. Functional testing was performed on both samples and no occlusion or recessed neutraclear pistons were observed. Additionally the valves were disassembled to observe for any damage which may have contributed to the recessed piston; no damage was observed to either valve which may have contributed to the customer's experience. The details of this feedback were shared with the legal manufacturer of the product, cair lgl for investigation. A review of the production records for lot 19l17-t did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. It was not possible to confirm the root cause of the customer¿s experience in this instance. Testing of the returned samples did not identify any product defects or quality deviations that could have contributed to the customer¿s experience.

Event description:
It was reported that neutra clear¿ with protection cap was defective and had blood backflow. The following information was provided by the initial reporter: from department b5 there have been several signals of dissatisfaction with the neutra clear. We have also received several vim reports about this. The complaint is in particular that the rubber gets stuck when the luer lock syringe is disconnected. This causes blood to aspirate into the line, resulting in the risk of occlusion of the line. This also results in the cap having to be replaced, which is an extra operation, costs money and is extra manipulation of the line, resulting in extra risk of a line infection. We don't know about all cases, but a number of times it is known that the cap was placed less than a week ago. All this leads us to the conclusion that we do not want to work with this cap anymore. For now, we have reduced the use of this to only using the neutra clear on pick lines, because the current pick lines would require a cap with a positive or neutral pressure. For the cvk and vit we are back to the old way of working: applying a q-syte. We started taking stock of what else is on the market. For example, the umcu uses the microclave, which the umcu staff is positive about. It is a bionecteur with a neutral pressure, just like the neutra clear.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ tubing was defective and had blood backflow. The following information was provided by the initial reporter: from department b5 there have been several signals of dissatisfaction with the neutraclear. We have also received several vim reports about this. The complaint is in particular that the rubber gets stuck when the luer lock syringe is disconnected. This causes blood to aspirate into the line, resulting in the risk of occlusion of the line. This also results in the cap having to be replaced, which is an extra operation, costs money and is extra manipulation of the line, resulting in extra risk of a line infection. We don't know about all cases, but a number of times it is known that the cap was placed less than a week ago. All this leads us to the conclusion that we do not want to work with this cap anymore. For now, we have reduced the use of this to only using the neutraclear on pick lines, because the current pick lines would require a cap with a positive or neutral pressure. For the cvk and vit we are back to the old way of working: applying a q-syte. We started taking stock of what else is on the market. For example, the umcu uses the microclave, which the umcu staff is positive about. It is a bionecteur with a neutral pressure, just like the neutraclear.